Event description:
The customer contacted stryker to report that their device "paddles connection failed." The device was intermittently not reading an ECG signal through the paddles lead. The customer advised that the ECG was not read unless the therapy cable was constantly held. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device "paddles connection failed". The device was intermittently not reading an ECG signal through the paddles lead. The customer advised that the ECG was not read unless the therapy cable was constantly held. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
Section h10 and/or h11 "additional mfg narrative" of the initial medwatch report (MFR report #0003015876-2022-00684) indicates: stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h10 and/or h11 "additional mfg narrative" of the initial medwatch report (MFR report #0003015876-2022-00684) should indicate: stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
After further investigation, stryker observed that the customer's defibrillation therapy cable was damaged. Stryker determined that the damaged cable likely caused the reported issue. The cable was replaced to resolve the issue.

Event description:
The customer contacted stryker to report that their device "paddles connection failed". The device was intermittently not reading an ECG signal through the paddles lead. The customer advised that the ECG was not read unless the therapy cable was constantly held. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome.